Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the trial lead moved because of the patient's activity. No further information was reported.